Manufacturer narrative:
Literature summary: 16/36 post-operative neurological complications, 9/36 motor disturbances, 8/36 unsteady gait, 5/36 visual disturbances, 2/36 sensory disturbances, 2/36 aphasia, 1/36 difficulty with memory, 1/36 headaches.

Event description:
It was reported that following an ablation procedure, multiple patients experienced post-operative neurological complications, motor disturbances, unsteady gait, visual disturbances, sensory disturbances, aphasia, or difficulty with memory. There were eight (8) patients the managed expectantly, four (4) patients were managed with either physical,speech, or occupation therapy, one (1) patient was managed with pain medications and steroids, one (1) managed with continued steroids, one (1) had an adjustment to their seizure medications, and one (1) patient's clinical picture was complicated by new metastasis in a different location that was treated with radiosurgery. There were no further patient complications reported in relation to this event.